Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system reflected an error m-02 pointing to the vio integrated electro surgical generator unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) asked to the customer to reboot the iesu to clear the error and to change monopolar and bipolar cable and to try with another port; but, the issue persists. The customer elected to use a third party generator. There was no report of patient injury. Isi obtained the following additional information regarding this event: the procedure was completed robotically with no patient harm, injury nor delay. No fragment fall into patient anatomy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the error e-31 on the vio integrated electro surgical generator unit (iesu) and replaced the iesu. The system was tested and verified as ready for use. Isi has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and isi fse. Error e-31 and m-02 could not be found in the logs, however, multiple iesu errors were found in the log that may have been related to the complaint. Additional log reviews confirmed that system sk0421 was used on (B)(6) 2022 for a radical prostatectomy with lymphadenectomy procedure. This complaint is considered a reportable event due to the following conclusion: the customer discontinued use of the vio integrated electro surgical generator unit (iesu) and used a third party generator (force triad) after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the issue.

Event description:
Refer to h10/h11 for follow-up information.